Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer blood glucose levels were between 400 and 500 mg/dl at the time of the event. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and self tests. However, the insulin pump failed the high pressure test multiple times using a hemostat to clamp off the tubing. Another infusion set was not available at the time of the phone call to retry the high pressure test, so it was advised that the customer call back with a new infusion set to repeat the test. During troubleshooting, the call was disconnected, and the caller could not be reached again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.